Event description:
The event is reported as: the concha heater causes asystole alarm. No pt injury or intervention reported.

Manufacturer narrative:
At the time of this report, the device sample was not returned for eval. The reported device is part of a medical device recall initiated on 01/12/2010.